Manufacturer narrative:
Additional information was received on (B)(6) 2026 clarifying that the cause for the reported event was due to the infusion set site. This event has been forwarded over to the infusion set manufacturer.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) of 558 mg/dl. The customer delivered a correction bolus to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.